Manufacturer narrative:
.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device delivered a "unit failed" prompt and displayed a red "x" indicator. Complainant indicated that there was no pt involvement in the reported malfunction.